Manufacturer narrative:
Correction: section h6 - the correct adverse event problem should have been "device dislodged or dislocated", "difficult to fold, unfold or collapse" and "use of device problem", rather than "device dislodged or dislocated" and "difficult to fold, unfold or collapse".

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead was noted to exhibit loss of current of injury (coi) after lead fixation. Fluoroscopy noted that there was slight movement of the distal rv lead tip with the myocardium. Multiple repositioning attempts were done but were unsuccessful. The physician stated that it might due to helix or lead malfunction. The rv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. A complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. Visual and x-ray examination found no anomalies or distortion of the inner coil that would have contributed to the helix issues reported. After cleaning the blood/ tissue from the helix, the helix could be retracted and extended. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/ tissue.